Event description:
The patient was reported to have a cough definitely related to implant. The event is moderate in severity. The event has not recovered and event has not resolved. It was later reported the patient had paralyzed vocal cord left side, moderate in severity and definitely related to implant procedure. Patient experiencing a cough right after surgery. Cough was severe. The patient was given medication and it did not help. Patient then went to see ent. The ent had diagnosed left vocal cord to be paralyzed open (vocal cord in natural state is closed) (now paralyzed open). Mucus was flowing into the trachea and was causing the cough. There was no tracheal irritation. Procedure to close left vocal cord was scheduled. No additional relevant information has been received to date.

Event description:
It was reported that the patient went to the hospital for a few days due to vocal chord paralysis and shortness of breath. She was admitted under observations status.

Event description:
The outcome is 'recovering/ resolving.'